Event description:
It was reported that during a gastric bypass procedure, at the beginning of the procedure, there was correct stapling. But with the gold cartridge there was issue with staples which hadn't correctly been delivered. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: additional information received: no consequences to the patient - another like device was used stapling again on a narrower tube thus risk of thrombosis.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: did the device deliver any staples into the tissue? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Were any of the forces higher or lower than expected (closing or opening)?

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with one ecr60d cartridge loaded on the device. The reload was received fully fired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no incomplete staple line was noted during functional testing. Analysis does not confirm (verify) the reported failure. No further investigation will be conducted on this complaint. Complaint information will be included in complaint trending that is reviewed by the applicable franchise CAPA council on a regular basis to determine if further action is necessary.